Event description:
Pt received an amk knee in 1995 and due to pain and swelling a revision was performed in 2001. Update: operative report states: "upon opening up the knee, there was noted to be metalosis staining of significant reactive synovitis throughout the joint. Fluid in the joint was clear, however, after doing a total synovectomy, the tibial tray was removed. There was a divot on the medial aspect of the tray with polyethylene wear. There were several small pieces of polyethylene sheared off that were found in the joint. The patella also had some wear so it was also revised. There was no sign of complete wear of the polyethylene component so there was no metal on metal directly. There was significant osteolysis underneath the prosthesis particularly on the medial side and also posteriorly on both sides. There was significant osteolysis and cystic lesions particularly anterolaterally and throughout the knee."